Event description:
Purple indicators did not completely turn to green.manufacturer response (as per reporter) for biosign ssi test pack, ssi test packphone call placed to rep

Event description:
Purple indicators did not completely turn to green.manufacturer response (as per reporter) for biosign ssi test pack, ssi test packphone call placed to rep